Event description:
It was reported during the patient's drg system implant procedure a cerebrospinal fluid leak occurred. A blood patch was performed and the physician continued with the implant. The patient spent the night the night in the hospital. Follow up identified the patient was doing well.